Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't boot up past splash screen) has been confirmed. Upon investigation the battery charger/modem would not fully power up. The cause for the power-up failure was isolated to a shorted u13 cmos micro-controller. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective component. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger would not power up past the splash screen. The patient was issued a replacement battery charger/modem.